Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that prior to a procedure, there was dust inside the sterile package and a pin hole in the corner of the package. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.